Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states she scratched herself with the lancet; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the customer electrodes insulated wiring that enters the packaging was frayed and exposing the metal wires. There was no pt use associated with the event.

Manufacturer narrative:
The event occurred in (B)(6).